Event description:
It was reported that interrogation showed 0x2 power on reset (por) with the clock message. It was noted that there was interrogation with the clinician programmer that appeared to clear the por. The reporter noted it was not used for implant and was not implanted in the patient. It was noted that it was tried for another case and when passing into the field, they got a por and restart session message. They pressed ok and it went to the home screen. No codes were noted and it was re-interrogated with no issues. However, when they went to the impedance screen, it got stuck on the command to perform impedances and it never moved from the action screen. It was further reported that the patient was doing well. It was noted that a different product was used. No patient symptoms or complications were associated with the event.

Manufacturer narrative:
Product ID: neu_unknown_prog, product type: programmer. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.¿ (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.